Manufacturer narrative:
Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned therefore as a sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for (tubing defective or damaged ) on this lot # 2005336. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for this batch # 2005336 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 5 bd saf-t-intima¿ closed IV had damaged tubing issues. The following information was provided by the initial reporter : the user facility reported that when the nurse started the closed vein indwelling needle it was found that the extension tube of the indwelling needle had been extruded and deformed and could not be used. A new closed vein indwelling needle was replaced without any adverse consequences.

Manufacturer narrative:
The following fields have been updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 10 jun 2022. H6: investigation summary: in response to the event reported by the user facility a device history review was conducted for lot number 2005336. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility to aid in our investigation. Our engineers noted that the returned device displayed a flatted extension tube. The issue has been confirmed. Based on the characteristics of the flattened region and a subsequent analysis of the entire manufacturing process; our engineers have determined that the most likely root cause for this event is related to a misalignment during packaging of the unit. Due to the manual nature of the packaging process, it is possible for the packaging operator to misalign the individual unit, potentially resulting the tubing coming into contact with the sealing press. To prevent non-conformances such as these from making it to commercial use, we implement quality inspections on all finished products. To prevent a reoccurrence of this event our engineers have issued a retraining for all relevant packaging and quality personnel.

Event description:
It was reported that 5 bd saf-t-intima¿ closed IV had damaged tubing issues. The following information was provided by the initial reporter: the user facility reported that when the nurse started the closed vein indwelling needle it was found that the extension tube of the indwelling needle had been extruded and deformed and could not be used. A new closed vein indwelling needle was replaced without any adverse consequences.